Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. In the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the occipital nerve stimulation patient experienced a loss of therapy. Impedances testing was performed and found all impedances were >10000 ohms. It was also noted that x-ray imaging was performed in an attempt to troubleshoot the issue. It was unknown whether any external factors had caused or contributed to the issue. A revision procedure was performed as a result of the event and it was determined the lead impedances were ok and that the extension was ¿broken.¿ the extension was replaced as a result of the event and the issue was resolved; impedances were ok with the replacement extension. The patient was alive with no injury at the time of report.

Manufacturer narrative:
Device evaluation: analysis of the extension found all conductors were broken 10.3 cm from the proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.